Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency coronary treatment procedure was finished with a delay due to a system restart. The philips remote service engineer (rse) connected with the in-house biomedical engineer and got informed that system was turned on with half of the flexvision screen turned off. The rse examined the system remotely and instructed the in-house biomedical engineer to restart the system. After restarting the system, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images were not visible on the monitor. No harm was reported to philips. Philips has started an investigation of this complaint.